Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture present in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2018 with the following findings:. During investigation, the black box showed multiple unexplained reboot events on (B)(6)/18. The battery compartment was cracked from threads down to the case seal on the side. There was no battery cap returned and a test battery cap was used and able to fit. There was evidence of moisture corrosion observed in the battery canister, leak test failed due a battery compartment leak and to a bolus button leak. The ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. Unable to duplicate ¿power¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.